Event description:
It was reported that once the pacing leads were implanted during the operation, pericardial effusion was observed. The leads were explanted and emergency rescue began. Once the patient was stable again, the physician attempted to re-implant the leads but could not locate a target position with ideal parameters. No further patient complications have been reported as a result of this event.